Event description:
Procedure type: spinal surgery - three level c3-c7 fusion. According to the reporter: 6 months after the initial surgery, both c7 screws broke and backed out. The vertebrae has fused and both c7 screws were removed in 2009. About 3mm of each screw were left in the vertebral body.